Event description:
It was reported that the skyplate was dropped and is now causing artifact. Needs to be replaced. The device was in clinical use and there was no patient or user harm.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that the skyplate dropped, needs to be replaced due to artifact. The device was in clinical use and there was no harm to patient or user. Field service engineer (fse) performed analysis and concluded that the detector had been dropped, resulting in image artifacts. The damaged detector was replaced with a new one. Attached the new detector to the system, performed gain and pixel calibration. Image quality tests were performed and passed, and the detector is now working properly. System returned to clinical use with full functionality. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).